Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/6/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned additional information: h6 additional information was requested, and the following was obtained: did the 'fixation tab breakage' occur intra-op? =>no further information is available. Was the procedure completed successfully? =>no further information is available. If the 'fixation tab breakage' occurred post-op please explain how it was determined that the fixation tab was broken? =>no further information is available. Was there any medical or surgical intervention due to the 'fixation tab breakage'? =>no further information is available. No further information will be provided. Trade name - stratafix¿ active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - = 2360 ¿g /m.

Manufacturer narrative:
(B)(4). The following information was requested, but was unavailable: please provide procedure name and date. No further information is available. How was procedure successfully completed? No further information is available. Please provide lot number. No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - stratafix¿. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. After the procedure, it was noted that the fixation tab was broken. There were no patient consequences reported. No additional information could be provided.